Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description - nurse brought broken IV set to material manager. IV set disconnected at the lowest caresite y-site. There was a little blood in the lower part of the tubing. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample with open packaging was returned from the facility for evaluation. A visual evaluation was performed with no non-conformances noted on the returned sample. In an attempt to replicate the reported defect of leakage, the sample was leak tested with no leakages observed. Based on the evaluation results, the reported defect of leakage was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.